Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the returned sample photo showed a leak of fluid coming from the text "deerfield". The reported condition of leak was verified. The cause of the leak was due to variation in the print stamping process during the manufacturing process. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted